Manufacturer narrative:
Product analysis:the analyzer's battery contact was broken off, resulting in an inability to power on via battery power. The device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned for evaluation, and subsequently tested out-of-specification. There was no patient involvement.